Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. The 50-60% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, a stent strut broke when trying to cross the calcified lesion. The procedure was completed using an alternative device. There were no patient complications reported.